Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was 445mg/dl. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. Reviewed the programming and found that the basal was off by 0.1 units, attributed to suspending the insulin pump briefly. Ran a fixed prime and high pressure test and the tests passed. The customer's glucose reading at the end of call was 154mg/dl. The customer felt uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.